Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to dislodgement. The outer sheath cut away and the lead pulled back. The physician wanted to put spiral lead in the same vessel. Also, elevated threshold was noted. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.